Event description:
It has been reported that insert did not properly lock into s-2 baseplate during impaction. A 9mm a/p insert was opened ans was securely seated onto the baseplate. There was no adverse consequence for the patient or delay in surgery or anesthesia time.